Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Customer¿s blood glucose level had no adverse impact. Customer reverted to alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.